Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: shyam varadarajulu, et al. "Upfront endoscopic necrosectomy or step-up endoscopic approach for infected necrotizing pancreatitis (destin): a single-blinded, multicenter, randomized trial." Lancet gastroenterol hepatol 2024; 9: 22-23; doi.org/10.1016/s2468-1253(23)00331-x. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0506 captures the patient complication of bleeding. Imdrf patient code e1006 captures the patient complication of pneumoperitoneum. Imdrf patient code e2401 captures the patient complication of new onset of diabetes and exocrine pancreatic insufficiency. Imdrf patient code e0704 captures the patient complication of aspiration. Imdrf impact code f23 and f2301 captures the additional intervention and additional device used to treat patient's bleeding. Imdrf impact code f2302 captures the additional intervention of blood transfusion. Imdrf impact code f2303 captures the use of antibiotics.

Event description:
Boston scientific became aware of the following event that involves an axios stent and electrocautery enhanced delivery system through an article titled, "upfront endoscopic necrosectomy or step-up endoscopic approach for infected necrotizing pancreatitis (destin): a single-blinded, multicenter, randomized trial." By, shyam varadarajulu, et al. The study aimed to compare outcomes between performing upfront necrosectomy at the index intervention versus as a step-up measure in patients with infected necrotizing pancreatitis. Per the article, between november 27, 2019, and october 26, 2022, the following occurred with study patients: new -onset diabetes, exocrine pancreatic insufficiency, bleeding which was managed by continued application of a tamponade using the dilating balloon, cautery using coagulation graspers, and blood transfusion, aspiration of liquid contents which was managed by extended antibiotic coverage to include anti-anaerobes, pneumoperitoneum by emergency percutaneous needle decompression, and stent migration by endoscopic retrieval using rat tooth forceps. Please see the referenced article for full details.